Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Literature article entitled "fracture at the stem¿condylar junction of a modular femoral prosthesis in a varus¿valgus constrained total knee arthroplasty." Literature article "fracture at the stem¿condylar junction of a modular femoral prosthesis in a varus¿valgus constrained total knee arthroplasty" by d. D. Nikolopoulos, I. G. Polyzois, e. A. Magnissalis, p. F. Bernard, and I. V. Michos published by knee surg sports traumatol arthrosc doi 10.1007/s00167-011-1652-4 was reviewed. The article purpose: to present the case of a fracture of a modular femoral stem to investigate the reasons for failure. The article reports: after a primary tka was performed nine years prior, a (B)(6) woman received a secondary revision surgery with a depuy pfc sigma tciii implant. This procedure went without complications and the post-operative period was uneventful. Two years later she presented with knee pain and instability. Another revision surgery was planned where a competitor implant was used. During this surgery, the femoral prosthesis was found damaged at the site of the modular intramedullary stem and screw junction with the femoral articulating element. At final follow up, the patient was symptom-free and could ambulate independently. Cement was used although the manufacturer was not disclosed. Patella resurfacing was likewise not mentioned within the article. Depuy products involved: p.f.c. Sigma tc3. Complications: implant fracture (1), surgical intervention (1), medical device implant removal (1).